Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery handpiece/modular device had a sticky trigger. It was further reported device was jammed/seized, had worn seal, failed leak tightness test, had component damage and would not run. It was further determined that the device failed pretest for leakage test using bubble emission technique, checking for sticky triggers, checking for wear on housing, and checking function of device. It was noted in the service order that the device did not work. It was reported that the surgery ended with the same like device, similar product, and /or sutured by hand. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.